Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
While locking device, pressures dropped, echo performed and pericardial effusion discovered, which quickly turned into tamponade. Pericardiocentesis performed and emergency team called. Managed to stabilise patient long enough to deploy the valve then take patient to theatre. Small lv perforation, fixed surgically, patient currently stable.